Event description:
It was reported by service report that the customer alleged that the brakes on the stretcher were not holding due to missing brake pin tube guides. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.